Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information added to fields d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had scopes communication err (b30) on multiple different scopes.

Event description:
It was reported, the video system center had scopes communication error on multiple different scopes. It is unknown when the issue was found. There were no reports of patient no injury or harm.

Manufacturer narrative:
In troubleshooting: the customer was advised to power off the subject device and clean all the connectors on the scope with an alcohol prep pad, and allow to air dry completely. Next is to plug back in to power on. Next, reseat the digital light source cable on both ends, checked the o-ring for proper placement and if there is any damage. Lastly, reviewed the connections if it is connected properly. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.